Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).

Event description:
A consumer reported that there was a (B)(6) group with a lot of people who had issues with their deep brain stimulation in warmer months. The patient contacted the manufacturer to see if the labeling had anything about staying out of the sun. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.